Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-22, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (500 mcg/ ml, 125.59 mcg/day) via an implantable pump for intractable spasticity. It was reported the rep was at the facility to assist with a dye study (reason for dye study was unknown). When the rep interrogated the pump, she noted a motor stall had occurred and the pump had been stalled for 405 hours. The rep stated that the healthcare professional (hcp) confirmed that the patient had an magnetic resonance imaging (MRI) on the date of the stall. The rep stated that the patient was not cooperative and would not provide her with any additional information. No symptoms or patient complications reported. The rep called back and reported they had read the pump again and saw the motor stall recovery message. Telemetry state information was reviewed with the rep per request. The rep stated they checked the pump reservoir and the expected volume was 10.5 ml and the actual was 12 ml.